Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle and performed a collimator calibration. System operates as intended.

Event description:
Customer reported, poort image quality. No patient injury was reported.